Manufacturer narrative:
The tech investigated and found that brake pedal was bent therefore when the bed was in the lowest position it hit the bent brake pedal. The most likely cause was force such as the brake pedal being hit on an object during transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech bent the brake pedal back into proper position which enabled brakes to be engaged fully to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brakes do not stay locked in the brake position. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).